Manufacturer narrative:
The c reported that the battery pack won't stay in the AED and the AED was out of service with the battery pack ejected. The customer was trying to get the AED back online but the battery pack will not stay in the unit. This AED nor its electronic log files were returned and thus the root cause could not be determined. Based on the fact that this AED is well beyond its 10-year design life, and the reported problem, the customer was advised to remove the AED from service. Should additional information become available a follow-up MDR shall be submitted. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series aeds only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions.

Event description:
The customer reported that the battery pack won't stay in the AED and the AED was out of service with the battery pack ejected. The customer is trying to get the AED back online but the battery pack will not stay in the unit. The customer did not report this occurred during patient use.